Event description:
Boston scientific transvaginal bladder mesh implanted since initial implant problems with constant bleeding, infections, pain and discomfort. Mesh eroding causing surgical revisions to remove eroded mesh. First revision surgery (B)(6) 2010 and second surgery for same performed (B)(6) 2011, with possibility for continuous surgeries.